Manufacturer narrative:
The fse replaced the drive manifold assembly then performed the drive manifold leak test which passed three times. The fse completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6). The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold leak test twice. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold leak test twice. There was no patient involvement, and no adverse event reported.